Event description:
About a year after essure was implanted I began having very sharp pains in my right side equally at the being of my cycle. Back pain , hip pain, that would usually get a little better after my period ended. I also get a lot of headaches. About 3-4 weeks ago it started getting a lot worse. Neck pain, headaches, and the whole right side of my body hurt went to ER. Did CT scan. Said they weren't sure what was going on. Then followed up with my obgyn who said that this sounds essure related and wanted to do tests. I had an internal ultrasound where it was found that I have 2 complex cysts on my right ovary. I ended up back in the ER again a few days later because of pain. Another CT scan was done and told to follow up with obgyn. Obgyn is discussing removing the coil but not sure yet if we have to just remove tube or full hysterectomy.